Event description:
The customer reported that tpn leaked at the tubing-to-filter engagement area. The user reported that upon inspection, the tubing where it connected to the filter was leaking and appeared cracked. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.